Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after a pta balloon had been inflated 3 times to 25 atm within a bare metal stent in an a/v fistula, fiber unraveling was observed on the balloon upon removal of the device from the sheath. Reportedly, upon removal of the balloon from the sheath, the tech pulled on the loose fiber and the fiber began to unravel further. Reportedly, no detached fibers were observed. Another pta balloon dilatation catheter was used to successfully complete the procedure with no injury to the patient.